Manufacturer narrative:
Screen on quick bolus button was not verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that occlusion alarms occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was in 300 mg/dl range.